Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) were not returned for investigation. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the alleged electrical sensation. The patient did not receive a treatment. There were no alleged injuries. Monitor (B)(4): reuse. Electrode belt (B)(4): (B)(6) 2010 - reuse.

Event description:
A us distributor contacted zoll to report that the patient reported feeling a stinging sensation as if she was being shocked. She reported that it felt like an electrical sensation coming from the lifevest device. The patient reported that she thought something was wrong with the device and that she believed the problem began when she wore the device into a cat scan, as the doctor overseeing the procedure instructed her to continue to wear the device during the scan. Additionally, the patient reported a skin irritation under the front ECG electrodes. She reported that the skin was pink and dry, and there were blisters right above where the electrode sits. During a follow up on (B)(6) 2015, the patient reported that the rash had gone away and she felt much better. There is no indication that the patient sought medical attention for either issue. She received a replacement monitor and electrode belt and continued to wear the lifevest.